Manufacturer narrative:
(B)(4) it was reported that during the afib/cryo case, the patient's blood pressure dropped and a pericardial effusion was confirmed using an ultrasound. Unknown blood pressure medications were given and a pericardiocentesis was performed extracting 150 ml of fluid. A drain was put into place and the patient was taken to ICU in stable condition the returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance and it was found within specifications. Furthermore, the catheter was also evaluated for eeprom, carto 3, 4 khz and calibration functionality. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. Finally, a deflection and contraction tests was performed and the catheter passed both. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the pericardial effusion and the blood pressure drop remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Event description:
It was reported that a patient, (B)(6) years old, female, underwent an atrial fibrillation (afib)/ cryo procedure with a lasso nav variable eco catheter and suffered a cardiac tamponade which required pericardiocentesis. The patient's blood pressure dropped and ultrasound confirmed a pericardial effusion. Blood pressure medications (vasopressors) were given and a pericardiocentesis was performed extracting 150 ml of fluid. A drain was put into place and the patient was taken to ICU in stable condition. The patient dismissed from hospital after three days.

Manufacturer narrative:
Investigation is still in progress. A supplemental report on device evaluation will be submitted. The following bwi devices were in use: carto 3 (14500), cs catheter (catalog: bd710fj282ct/lot 16063624m), soundstar (catalog:sndstr10/serial (B)(4)).